Event description:
It was reported that the patient had anxiety and noticed a non-critical alarm on the day of report. He first heard the alarm 1.5 hours prior to report and again an hour later. It was reported that the patient wasn't sure whether the alarm was coming from him or something in his house. He had never heard the pump's alarm go off before. The patient was last refilled (B)(6). It was reported that the patient's alarm should have gone off on (B)(6) and he was supposed to meet with his physician on (B)(6). However, due to a recent move and holiday travel, the patient wouldn't be in the area of his physician until (B)(6). The reporter stated that, two-weeks prior to report, the theft security gate at (B)(6) went off when the patient passed through, being a potential source of electromagnetic interference, though he felt that it was unrelated to his device. It was noted that the patient was "feeling okay" and he planned to contact his physician on the following monday. The drugs used in the system were clonidine, baclofen, and morphine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8709, lot# l74639, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Additional reported information indicated that the patient went in late for his pump refill, which caused his alarm to go off.